Event description:
The customer reported that the ventilator gave a transducer fault error during user verification testing.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the flow sensor to correct the issue. The ventilator operates according to specifications.